Manufacturer narrative:
Concomitant medical products: product ID 6931 lead implanted: (B)(6) 2007.

Event description:
It was reported that the pace/sense right ventricular lead had low impedance and the r-wave sensing had decreased. It was later reported that the patient had endocarditis and the full system was explanted. No further patient complications have been reported as a result of this event.